Event description:
A customer reported receiving an inaccurate reading on his precision xtra/optium blood glucose meter. The adc meter reading obtained was 500 mg/dl and compared to the laboratory result of 105 mg/dl. When plotting the results on a parkes error grid, the meter result fell in the "d" zone. The "d" zone result shows the difference in readings to be clinically significant. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned.